Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, message displayed that device reset has occurred. Device was able to be interrogated as normal. Patient has had a MRI in the recent past. Patient will continue to be monitored. No further information available.